Event description:
The pump was explanted and replaced after an implant duration of 87 months. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - final device analysis results reveal insufficient bond of catheter access port.